Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information stated that the patient was revised due to periprosthetic joint infection status post-explantation antibiotic cement spacer placement.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2018, the patient underwent an explantation of right total hip arthroplasty, insertion of antibiotic spacer, irrigation and debridement, elevation of previous flap to address periprosthetic joint infection, previous metal on metal reaction with complete loss of abductors, right hip preoperative femoral and sciatic nerve palsy irrigation and debridement hip right, explant with antibiotic spacer placement, flap closure. It should be noted that depuy femoral stem was revised during this procedure along with the competitor products. During the procedure, it was noted that there was an inadvertent fracture of the tip of the greater trochanter because of avascular bone. Lab specimen from surgery included: femoral and acetabular components consisting of a modular metallic femoral stem with a collar, a tripolar oxidized zirconium and metallic coated polyethylene femoral head, with polyethylene acetabular liner with a metallic ring, and a metallic acetabular cup, and one metallic screw. Inscription on inner femoral head is 71342200, acetabular cup 5090256e and femoral stem d155401c. CT scan of right hip notes findings of periprosthetic infection in the settling of right total hip arthroplasty with a large joint effusion decompressing into the adjacent soft tissues. A focal fluid collection is present just lateral to the gluteal musculature and then additionally fluid and gas extends further inferiorly just deep to the fascia lata extending inferiorly to withing 3.5 cm of the inferior tip of the femoral stem. Post operative radiograph are reported to show cerclage cables at the proximal right tibial shaft and multiple opaque beads overlying the right hip. Competitor products were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges constrained liner, loosening cup, fracture and infection after first revision. Liner, head and cup are competitor products that was using during 1st revision. Doi: (B)(6) 2009 (stem, hole eliminator), dor: (B)(6) 2018 right hip 2nd revision.